Event description:
It was reported to philips that the image storage was not possible due to a disk space problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint and, according to the additional information gathered, the system was in clinical use at the time of the reported issue. The procedure was completed using another system. The log file analysis performed by the philips remote service engineer (rse) identified ¿image storage is not possible because of an image disk problem¿. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs breaks down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1145-2024), which was implemented on the system. After implementation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.